Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's leads were explanted and replaced with a single lead on (B)(6) 2016 due to lead migration on the wide spaced lead.

Event description:
Follow-up revealed the patient had ineffective stimulation prior to the surgery. X-rays were taken to confirm the lead migration. The patient is stable and the issue is resolved.